Event description:
Patient called advised that the pump is not holding a charged left on charge for 12 hours and didn't charge

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).